Manufacturer narrative:
The cml-75ln is a cryogenic storage container consisting of a 75-ml bag with a fill tube and 2 spike ports. A single used bag was received for investigation. The end user had identified an area of interest near the top corner of the bag. The bag was charged with compressed air and leak tested under water; a pinhole leak was discovered at the area of interest identified by the user. Visual inspection of the area where the leak was discovered revealed a small film crease/pleat in the seal of the bag. Charter medical, ltd. Production staff verified the cause of the crease/pleat was a manual film alignment issue, which occurred during production of the 75 ml bag.

Event description:
On (B)(6) 2016 charter medical was notified of a cml-75ln device containing autologous cell product that was being prepared for transfusion to a patient. A pool of leaked cell product was detected under the device when the bag was removed from cryogenic storage. Partial cell product was lost due to the leak. There was no patient contact at the time the leak was discovered. The remaining cell product inside the bag was not needed and therefore not administered to the patient. There was no death or additional medical intervention required for the intended patient as a result of this occurrence.